Event description:
It was reported the patient's right toprail on the siderail was damaged. No adverse events are reported.

Manufacturer narrative:
It is likely that customer abuse caused the cracked toprail.